Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump screen was blank. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 101mg/dl. Troubleshoot was conducted and display remained blank. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.